Event description:
It was reported that during a radical prostatectomy procedure, the device was fired and then it would not open. They pulled the tissue out of the device jaws. It is unknown how the procedure was completed. No other details of the event were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing cycle. The ec60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge reload present. The cartridge reload was received partially fired. It should be noted that in order to open that has being partially fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.